Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Inappropriate capture and a slow decrease in pacing impedance were also noted on the rv lead over the past year. Abbott technical support was contacted and provocative testing was performed, however, no electrical anomalies could be reproduced. No intervention has been performed at this time. The patient was in stable and will continue to be monitored.